Manufacturer narrative:
Corrections and or additional information has been added to the following sections: d1, d5, e3, h2, h4, h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 24-nov-2022 to 23-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, the technical support specialist determined that the reason the patient was not showing up in the pyxis medstation es was because the patient had been discharged. Therefore, the customer had been making temporary accounts to remove meds. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported by the customer that a bd pyxis medstation es system orders were not crossing for 2 patients, causing significant delay in patient care. The customer added that they created temporary patient to pull the medication for time being and the station was also under critical override. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, the technical support specialist determined that the reason the patient was not showing up in the pyxis medstation es was because the patient had been discharged. Therefore, the customer had been making temporary accounts to remove meds. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system orders were not crossing for 2 patients, causing significant delay in patient care. The customer added that they created temporary patient to pull the medication for time being and the station was also under critical override. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Section e1 - removed email address from reporter name and address.